Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation results of clip assembly stuck into the bushing. Block h11: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing and with the clip assembly bottom part deformed. No other problems with the device were noted. Investigation found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. It is possible that operational factors during the procedure such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for polypectomy during colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was released as soon as it entered without being previously triggered. The procedure was completed with another device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing. Please see block h11 for full investigation details.